Manufacturer narrative:
A ship history returned a single lot shipped to the account prior to the event date. A lot history record review was completed for lot 25118760. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, after opening the sterile vasoview hemopro package a plastic shaving fell out of the package. The hospital states it appeared to be a manufacturing error. The hospital did not report any patient effects.

Manufacturer narrative:
January 06, 2016 10:54 am (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, after opening the sterile vasoview hemopro package a plastic shaving fell out of the package. The hospital states it appeared to be a manufacturing error. The hospital did not report any patient effects.